Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 -4.00/2.0/082 (sphere/cylinder/axis) implantable collamer lens tore during loading, no patient contact. The reporter stated " the lens got stuck on the lioli (delivery system) when pushing it into the preloading position and it either crinkled or ripped. The backup lens was implanted successfully.